Manufacturer narrative:
Occupation: j&j rep. Investigation summary: the device was received at service center and evaluated. The complaint can be confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, it is found that there is a short circuit in the cable. The service report revealed the following deficiencies and repairs performed. Short circuit in cable ¿ motor cable replaced. We cannot determine a definitive root cause for the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09-03-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate that a repair is needed, it is found that there is a short circuit in the cable. No other information is available. This report is 1 of 1 for (B)(4).